Manufacturer narrative:
The cutters released bubbles during the surgery. This complaint occurred during surgery. Since the bubbles are formed by the cutter during the surgery which can lead to microbial infection, this complaint is concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been provided. This complaint has now been closed.

Event description:
The distributor filed a complaint that the cutters released bubbles during the surgery.

Manufacturer narrative:
Some tube got loose and bust as well, leads to patient harm. Hence considered as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (B)(4). Details of this activity were discussed with cdrh office of compliance (B)(6) during a tele-conference on (B)(6) 2017. All available information has been provided. This complaint has now been closed.

Event description:
Complaint: there has been a problem with the high infusion line. The high infusion line is too loose. This occurs several times per ok apart from the trocar. Sometimes even by irrigation pressure only. Some infusion lines burst. The ring tearing over the trocar fits. This is a big problem because the irrigation suddenly falls away and the eye is smoothly drawn. I went to see it ok and the doctor carefully manipulated the eye. It is therefore not by rough treatment. It did not happen during indentation. I asked the doctor to replace the high infusion line if the problem occurs for the first time during an ok. If it occurs 1 x, it will happen for the rest of the intervention.